Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed (gib). The patient had a single low flow event in which they lost consciousness, fell and sustained a traumatic injury. The patient's international normalized ratio was therapeutic at the time of the fall. Upon review of the log files, technical services noted multiple low flow events on (B)(6) 2020. These events seem to be physiological in nature. Additionally, the log file showed multiple pi events from (B)(6) 2020. The vad is functioning as intended. The gib was confirmed and the patient was scheduled for colonoscopy. The patient had lightheadedness and dizziness. The low flow alarms resolved with fluid intake and a blood transfusion. The patient's plan of care included a blood transfusion, colonoscopy and a leg cast to repair leg fracture.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported gastrointestinal (gi) bleeding and the heartmate lvas, serial number (B)(6), could not be conclusively determined through this investigation. Additionally, the reported low flow event was confirmed via the submitted log files. According to the account, the low flows resolved with volume management. The submitted log file captured transient low flow events on (B)(6) 2020. The actual speed did not decrease below the low speed limit for the duration of the log file. The system appeared to function as intended. It was reported that the patient had lightheadedness and dizziness associated with a confirmed gi bleed. Additionally, the patient reportedly had a low flow event in which the patient lost consciousness, fell, and suffered a leg injury. The low flows reportedly resolved following fluid intake and a blood transfusion. No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), lists bleeding and other neurological dysfunction as an adverse event that may be associated with the use of hm ii lvas. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 6 ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The "anticoagulation" sub-section of the "patient care and management" section provides information regarding the recommended anticoagulation therapy and inr range. This sub-section also provides considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.